Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a new ruby coil for a coil embolization procedure, the technician accidentally dropped the ruby coil onto the floor while it was still inside its packaging hoop. The ruby coil was dropped prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new ruby coil.